Manufacturer narrative:
Suspect medical device, device manufacture date: pump: (B)(4). Batch/lot # 115941005; mfg date 01/28/2016; exp date 01/12/2021.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis right cylinder and pump removed on (B)(6) 2018 due to cylinder connector breakage. An ams700 cx 18cm cylinder was implanted on the right side along with an ams700 ms pump.

Manufacturer narrative:
Device analysis: fluid loss was reported. Allegation is confirmed as there was a leak in the cylinder input tube kink-resistant tubing due to wear. The input tube sleeve was trimmed to 15mm, the leak occurred at 20mm. An overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the interaction between the user and device, or sample, caused or contributed to the error which includes unintended inappropriate use of the device and incorrect sample preparation. Per the cis product investigation work instruction, (B)(4) rev. E, "no escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process." Returned to manufacturer date suspect medical device, device manufacture date: pump: gtin # (B)(4), upn# (B)(4), batch/lot # 115941005, mfg date: (B)(6) 2016, exp date: (B)(6) 2021.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis right cylinder and pump removed on (B)(6) 2018 due to cylinder connector breakage. An ams700 cx 18cm cylinder was implanted on the right side along with an ams700 ms pump.

Manufacturer narrative:
Returned to manufacturer date. Suspect medical device, device manufacture date: pump: (B)(4); upn# 72404310; batch/lot # 115941005; mfg date 01/28/2016; exp date 01/12/2021.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis right cylinder and pump removed on (B)(6) 2018 due to cylinder connector breakage. An ams700 cx 18cm cylinder was implanted on the right side along with an ams700 ms pump.